Event description:
As reported (B)(6) 2015, a (B)(6), male patient presented for an rfa procedure of the kidney. The procedure was successfully completed with no reported complications or device malfunctions. Post procedure, it was noted the pad sites on the patient's thigh were red. It was reported that a few hours later, the area displayed blistering. The area was treated with the medical facility's wound care protocol. It was reported no prolonged hospitalization was required due to the event. It was reported as of (B)(6) 2015, the patient is doing well and has suffered no permanent harm or injury due to the event. The rfa system has been returned for evaluation by the manufacturer.

Manufacturer narrative:
Unit rita model 1500x (s/n (B)(4)) was returned for evaluation. During assessment the generator passed the functional test. The auxiliary temperature measurements were with specifications, the generator functioned as intended for monitoring and controlling the ablation, visual and audible warnings were given when the temperature got too high as intended and the system shut down when max allowed temperature was reached as it is intended too. The generator met all acceptance criteria. The customer's reported complaint description of a patient with a third degree pad burn on the anterior thigh was confirmed based on information provided by the treating physician. Although the complaint is confirmed a root cause cannot be determined. There were no reports of a generator malfunction during the procedure and the 1500x rf generator functioned as intended during testing. A review of the hardware service records for the account's rfa generator (s/n (B)(4)) noted no issues. The results of the unit evaluation will be sent via a follow up medwatch. The catalog and lot number of the disposable pads used during the event was not reported by the user. As the disposable devices were not returned, angiodynamics is unable to do a disposable device evaluation. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).